Event description:
It was reported that when a symptomatic patient with fatigue presented in emergency room, no capture on atrial lead was noted. The ra lead was noted to be dislodged on chest x-ray. No plans were made to address the atrial lead since the patient was intubated to address heart failure symptoms that were unrelated to the device. The programming changes were made. The patient was discharged and transferred back to long term care center.